Event description:
The ge oec 9600 fluoroscopy system had a grainy image. Manual adjustment did not improve image.

Manufacturer narrative:
A ge oec service rep investigated the issue and repaired a bent pin (video line) in the lemo receptacle (plug). The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.